Event description:
It was reported that during the implant procedure of a implantable pacing lead (ipl) the stylet was inserted into the lead and could not be removed. The ipl was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, and analyzed. The stylet/guidewire was kinked/buckled, and there was blood on the stylet/guidewire. Visual summary analysis of the lead indicated damage at implant.